Event description:
The customer reported that the reservoir icon is always half full. Troubleshooting was performed. The device alarmed no delivery during the displacement test. The customer repeated the test without a reservoir in the device and when the rod was at the end of the prime, the customer saw the numbers counting and then had no delivery alarm. The customer also recalled other alarm a week before and he was able to clear the alarm. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test. The device also alarmed motor error as a result of the motor encoder signal out of phase. Unable to confirm any other alarms. The reservoir icon functions properly.